Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician was using the vps console for catheter placement on a patient. She had almost completed the insertion when she noticed the console power supply was smoking. She was able to complete the catheter insertion successfully for the patient. There was no delay in treatment and no patient death or complications reported.